Event description:
The customer reported biased dgxn and phyt results on the vitros 950 system. Analyzer codes were posted indicating an analyzer malfunction. Biased results may lead to inappropriate physician action. There was no report of pt harm as the result of this event.